Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed occlusion test, pound per square inch (psi) at 23. 8 - 23. 6 discovered upon incoming inspection testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, a failed occlusion test was reproduced. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream plate shim gap. The downstream sensor tubing guide requires replacement and the downstream plate shim thickness requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.